Event description:
Procedure: stress ui/pelvic organ prolapse. According to the reporter: it was reported in the patient's medical records that as a result of having the product implanted, the patient has experienced dyspareunia/inability to have intercourse, vaginal pain, urinary retention, recurrent urinary tract infections, cystocele, bleeding, scarring of vulva, vaginal cicatrix, vaginal disfigurement and stricture.

Manufacturer narrative:
(B)(4).